Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While unpacking the stent, it was found not to be 'trimmend' well. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. A request was made for the return of the product, replacement was sent.